Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was an incident where the stylet of the rusch foley catheter had punctured the catheter. This was discovered when the catheter was removed from the inner packaging.

Event description:
It was reported that there was an incident where the stylet of the rusch foley catheter had punctured the catheter. This was discovered when the catheter was removed from the inner packaging.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No actual or representative sample was returned for investigation. Only photo was provided. Therefore, complaint investigation is based on document review and photo provided. From complaint description, it was reported that the stylet had punctured the catheter. And this was discovered while removing the catheter from the inner packaging. Based on the photo provided, it was observed that stylet wire was protruded from the drainage eye of the catheter. Protruded stylet wire most likely to occur when it was not inserted correctly, or the tube was bended or curved. However, further investigation could not be conducted to determine the actual root cause of the phenomena experienced by user as no sample was returned. Therefore, this complaint could not be confirmed.